Event description:
The complainant alleged that while attempting to defibrillate a pt the device failed to discharge using paddles at a setting of 200 joules. The complainant indicated they were able to switch to hands of electrodes to continue therapy and that there was no adverse effect to the pt as a result of the reported malfunction.